Event description:
It was reported that during da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted intuitive technical support engineer (tse) to report m-02 errors occurring intermittently on integrated electrosurgical unit (iesu) or erbe. The customer had restarted the erbe prior to the case. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, and the reported failure (m-02 and no energy on erbe) was confirmed and reproduced. System logs showed 25913 m-02 errors. A visual inspection found scratches on the side cover. Error m-02-3 on start-up and bipolar/monopolar instruments were not detected. The erbe unit was placed on golden system and was run in normal mode. Failure analys concluded that no root cause could be attributed to this issue. As a result of these findings the unit will be returned to original equipment manufacturer (OEM) for additional failure analysis. The probable root cause is attributed to a component failure.